Event description:
Additional information was received. There was no reported impact on patient outcome. The physician could not confirm which of the two navigation systems were used and stated there may have been an accuracy issue while using em navigation. The physician did not recall the exact date of occurrence but estimated it may have occurred approximately two weeks prior. He believed the inaccuracy was caused by metal interference near the emitter.

Manufacturer narrative:
H2: additional information added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version: 2.1.0, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in an unknown procedure. It was reported that there was a navigation accuracy problem. Conflicting information regarding patient presence was received.

Event description:
Additional information was received. It was reported that the issue was observed intra-operatively. There was no patient present when the issue occurred.

Manufacturer narrative:
H2, b5: event details have been updated. H2, h3, h26: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.